Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-may-2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). At the time of the report, the device dislocation, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, device dislocation and fatigue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). At the time of the report, the device dislocation, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, device dislocation and fatigue with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.